Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains implanted and in service. No adverse patient effects were reported. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains implanted and in service. No adverse patient effects were reported. If the product is explanted and returned, analysis will be performed and this report would be updated at that time. Additional information was received, confirming the physician and patient have decided against device replacement. This ICD remains implanted and is not expected to be returned for analysis.